Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side device rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b3, b5, b6, h6.

Event description:
Healthcare professional reported no rupture occurred on the left side and capsular contracture baker grade I. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to d.6b.: explant date has not been received. One device received at the lab. Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side device rupture. Device has been explanted.